Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted returned unrepaired - bezel broken hinge clip. As found software version (B)(4), as left software version (B)(4). Replaced u4 on the display board due to dim segment. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/09/2019 to present date 11/05/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device had a broken hinge clip. It was reported there was no patient involvement.